Event description:
Patient states infusystem pump was beeping at 0130, called their 1-800 number and was told to shut pump off and call our clinic. Pump was beeping ER.u, which means a pump malfunction. Gave patient a new pump, treatment delayed 8.5 hours.